Event description:
Caller alleged discrepant inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2014, inratio inr: greater than 7.5, 3.2 and 4.3. Laboratory inr: 11.6. The time between testing was within one hour. . Therapeutic range was not provided for the patient. The patient's coumadin was held for the night and will visit the physician on (B)(6) 2014 to discuss lab results. There was no additional information provided.

Manufacturer narrative:
Investigation pending.